Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited shocking impedance measurements greater than 200 ohms. The out of range measurements were noted during an elective procedure to upgrade this patient's device and occurred with the explanted and replacement device. Stable measurements were reported after reprogramming was performed. Visual inspection of the lead identified the lead was at a tight angle coming out of the device header. No adverse patient effects were reported.